Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. Product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient was having trouble with getting her charger to recharge and they spent 3.5 hours charging their implantable neurostimulator (ins) but it only got to 75%. The patient noted that she held the recharger against the ins and she would get a signal, but then it would go off. The recharger was so touchy and this issue would occur for hours, it was hard for the patient to hold the antenna and she tried the belt. During troubleshooting, the controller battery ran low, so the patient had to charge it. But once the controller was charged and the patient tried to charge with the belt, the same issue happened. The patient was able to get excellent recharge quality, but then it stopped. Lastly, the patient stated that she was sleepy when the manufacturer representative (rep) showed her how to use the controller. In the end, the patient was redirected to follow-up with their healthcare professional (hcp). There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated. Additional information was received from the patient. It was reported that they were getting a software problem message on their controller and it quit working. They let it deplete and charged it back up but the message came back up again. They stated they reseated the battery pack and connected to the ac power supply. The patient was recommended to let it charge up and then charge up the ins. The patient stated the controller was temperamental and they had to move it around before it would connect and charge. The patient called back the next day and stated they were still unable to charge the ins and was getting the no device found screen 16. They stated that stimulation had stopped on monday because they could not charge. A replacement controller was sent. The patient later called back wanting assistance in setting up the new controller. However as soon as they unplugged the controller from the ac power supply it would not power up. It was reviewed that the controller needed to be charged first. After charging the controller and battery pack the patient continued to get screen 16. They stated they were unable to adjust settings. A replacement recharger was sent. Additional information was received from the patient. They restated information regarding charging issues. They felt there was ¿device failure¿ that led to the inability to charge the ins and the charging issues had not resolved. They stated it was not satisfactory and it was touchy. No further patient complications were reported as a result of this event.